Event description:
A (B)(6) male patient contacted zoll customer support contacted to report that neither battery would power up his monitor but they charge without fault on his charger. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (will not power up) has been confirmed. The monitor would not power up as a result of several damaged components. The components were damaged as a result of a high voltage capacitor (c20) on the defibrillator board not charging properly. The cause for the improper charging of c20 is the capacitor separated from the conductive pad. The root cause of the separation is likely a combination of cold solder joints and mechanical stress. No adverse event resulted from the defective monitor. The patient received a replacement monitor.